Event description:
Info received indicates the head up and down functions are not working on the bed.

Manufacturer narrative:
The tech isolated the issue to the head valve not opening when the head up switch is activated. He replaced the hydraulic power unit assembly to repair the bed.